Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast implant deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with an unknown size unknown saline implant on the left and 325cc mentor smooth round moderate profile on the right. The doctor's office reported on (B)(6) 2018 that patient was in a car accident. As a result the patient experienced left breast capsular contracture baker grade ii and right breast implant deflation. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number: 3502251bc; serial number: (B)(4) on the left side and catalog number: 3502251bc; serial number: (B)(4) on the right side. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On 5/31/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a tear was observed within a fold or wrinkle on the posterior aspect of the implant, measuring approximately 0.5 cm. No other anomalies were discovered. Deflation is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, saline-filled implants may deflate due to fluid leakage. Causes of deflation of saline-filled implants include, but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact, stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant (see product label), damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. No further investigation will be conducted on this complaint since the root cause of the failure was a car accident. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/7/2019, mentor became aware that patient also had ptosis of right breast and hence, patient code was added in field h6. Manufacturer¿s reference number: (B)(4).